Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 10-may-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00233 and 3008114965-2023-00234. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4mm x 23mm enterprise 2 stent was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the stent component was still attached to the delivery wire and inside the introducer. No appearance of damages were observed. Microscopic inspection was performed. Residues of dried saline solution were noted along the stent. No damages were observed on the stent or on the introducer or the delivery wire components. The stent was advanced through a lab sample prowler select plus 150/5cm, and it reached the distal end without noticeable resistance. The delivery wire and introducer components were neither damaged during or after the functional testing. The issue regarding the stent component being impeded in the microcatheter was not confirmed, since no product defect was identified. There may have been other factors that contributed to the failure encountered during the procedure that could not be replicated in the laboratory setting. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7190236. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The instructions for use (IFU) does contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00233 and 3008114965-2023-00234. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7190236. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Catheter obstruction during intracranial vascular stent placement and loss of microcatheter target position in the intracranial setting are known issues. Loss of microcatheter target position in the intracranial vasculature will require re-accessing the target site with increased potential for vessel trauma, vessel spasm, and/or ischemia/infarct. There are clinical and procedural factors including aneurysm/vessel characteristics (i.e., tortuosity, stenosis), device selection, device interaction, and operator technique that may have contributed with no indication of a design or manufacturing issue, nevertheless, the event meets reporting criteria as a ¿malfunction¿ under 21 cfr 803. Moreover, although not referred to as clinically significant, the reported event resulted in the prolongation of the surgical procedures. The file will be re-reviewed if additional information is received at a later date. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00234. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that on (B)(6) 2023, during a vascular stent placement procedure targeting an intracranial stenosis. The complaint stent, a 4mm x 23mm enterprise 2 stent (encr402312 / 7190236) was impeded in the proximal section of the complaint microcatheter, a 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) and could not pass through. The physician retracted the microcatheter and the stent; both were replaced to complete the procedure. It was reported that the procedure was prolonged about half an hour. There was no report of any negative patient impact. On 21-apr-2023, additional information was received. The information indicated that adequate continuous flush was maintained through the microcatheter. There were no visible kinks or other damages observed on the microcatheter. The stent component was still on the delivery wire when it was removed from the patient. Nothing unusual was noted about the system prior to use. The lot number of the complaint stent was confirmed to be 7190236. The lot number of the prowler select plus microcatheter is not known. The complaint stent was replaced with another 4mm x 23mm enterprise 2 of the same catalog number (encr402312). It was not known if the replacement microcatheter was another prowler select plus. There was no allegation of patient injury or adverse event.